Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device.

Manufacturer narrative:
(B)(4) b5 describe event or problem - additional information d9 device available for evaluation - correction h6 codes: type of investigation - additional information h6 codes: investigation conclusion - additional information h10 corrected data